Event description:
It was reported that the patient with this artificial urinary sphincter (aus) received radiation therapy to the groin area following the implant procedure, after which his urethra shrunk, resulting in recurring incontinence. A revision surgery was performed to downsize the cuff. No device issues and no further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.